Manufacturer narrative:
A tear was observed on the soft cannula and fluid was observed leaving the tear. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated with a new pod.